Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that catheter detachment occurred. The patient presented with arterial thrombosis and underwent mechanical thrombectomy. An angiojet solent omni was advanced over a 0.035 guidewire and through a 6f introducer. However, during removal, the thrombectomy area of the catheter became detached and got trapped inside the introducer, posing a risk of embolism. The entire system had to be removed, and the procedure was successfully completed using the original method and/or device. No patient complications were reported.